Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kleeman-forsthuber lt, angerame m, jennings j, lundy k, brady a, dennis da. High incidence of recurrent patellofemoral crepitus in total knee arthroplasty patients following arthroscopic debridement. Arthroplast today. 2023 mar 7;20:101112. Doi: 10.1016/j.artd.2023.101112. Pmid: 36938348; pmcid: pmc10018431. Objective and methods: patellofemoral crepitus is an unfavorable complication following total knee arthroplasty (tka) with a posterior-stabilized (ps) implant. The purpose of this study was to study patellar crepitus recurrence and reoperation rates following arthroscopic debridement in patients with a ps-tka. Of the 16 patients captured in this complaint, 14 received a pfc sigma, 1 received an attune ps, and 1 received a competitor product. All patient had resurfaced patellas and the manufacturer of the cement utilized is unknown. The authors define ¿symptomatic¿ as patellar crepitus associated with severe pain and walking difficulty. All the recurrent patellar crepitus was caused by arthrofibrosis. All recurrent crepitus patients had periarticular corticosteroid injections and physical therapy. The authors note that some patients also had patellar clunk but do not provide sufficient information to associate patellar clunk with specific patients. This complaint will capture the 15 patients with depuy tkas detailed in the study. Patient 7 is excluded as they received a competitor construct. Results: patient 10: patient with pfc sigma ps tka with a 35 mm patella and a size 4 femoral component reported patellar crepitus, pain, and walking difficulty secondary to arthrofibrosis. The patient received an arthroscopic debridement of the arthrofibrosis and synovitis without revision. The symptomatic patellar crepitus returned. Patient declined further surgery and no further treatment was provided.